Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. It was reported that the patient experienced unspecified high and low blood glucose (bg)levels. There were no allegations that the patient experience (bg) levels greater than 500 mg/dl or below 40 mg/dl. No symptoms of hyperglycemia or hypoglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: during investigation, the pump was returned with the basal program 1 at 0.850u. The total daily dose (tdd) basal history correctly showed 0.850u. An cs174 -"basal edit not saved" was recorded which indicates the user attempted to edit the basal rate but did not select save. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. The original complaint was unable to be duplicated during testing.